Event description:
The patient was receiving pitocin for induction of labor at 8mu/minute. The baby had an episode of bradycardia. The pump with the pitocin was immediately turned off and disconnected from the patient. The nursing staff noted that an unusually large amount of the fluid had been infused into the patient. The staff tested the tubing. Even though the pump was turned off, when the staff released the clamp, the medication was free-flowing and not stopped by the pump. The baby¿s bradycardia recovered and no further harm to the patients.